Event description:
Unomedical reference number (B)(4). Event occurred in germany. The patient reported that five catheters were disposed as the plaster came off within one day of use on (B)(6) 2024. The wearing position was leg and back. Duration of use was 1-2 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1910571- MDR- 3003442380-2024-13759 - device 3 of 5.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-13759. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6003174 in question was manufactured at reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of reference samples buid-umd version 11 for the code adhesive patch lifts or detaches during use. Complaint investigations. Photo/sample were not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 18 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6003174 was manufactured according to the document (B)(4) version 63 on the inset 6, on (B)(6) 2023, with a total of (B)(4) units. -review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code adhesive patch lifts or detaches during use and lot 6003174 and no other one complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.